Event description:
While in use for IV fluid administration, the tubing broke inside the pulmonary artery catheter distal port. The manufacturer was notified of this event, but there has been no response as of yet. We do expect to hear from back from them eventually though.